Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the socket where the camera plugs into the light source is damaged. There were no reports of patient harm.

Manufacturer narrative:
New information added to the following fields: d8, d9, h4 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Upon device inspection an additional malfunction was discovered of a faulty power switch. Olympus will continue to monitor the field performance for this device.